Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16lg8, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms on (B)(6) 2017. It was further indicated on (B)(6) 2017 that the patient was having a leakage issue, but couldn't adjust since they lost their programmer. It was unknown if the leakage issue was resolved. Additional information received from the healthcare provider (hcp) provided that the patient had recurrent urgency incontinence from trauma to the lead. The hcp mentioned that they needed the programmer to reprogram the setting. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va16lg8, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hit their lead and battery against the chair while they were sitting down and it messed up the program. They also lost their external programmer, which had to be re-ordered. They started to have symptoms after the incident. There were no diagnostics performed, determined on the patient's history and they needed to have an external programmer to reprogram. On the clinical examination, there was no abnormality so there were no actions or interventions taken to resolve the trauma to the lead. They helped the patient order an external programmer to reprogram the settings. There were no further complications reported or anticipated.